Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed hardware low level failure alarm as well as failed battery test alarm. The customer¿s blood glucose level was 320 mg/dl at the time of the incident. Assisted with performing a self test and pump error encountered during self test. Customer declined to troubleshooting for pump error and battery failed alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed all functional tests including displacement, sleep current measurement, active current measurement, and self tests. No unexpected blank displays or unexpected "insert battery", ¿low battery¿, ¿replace battery¿, ¿replace battery now¿, or "power loss" errors were noted during testing. No pump error 63 was noted during testing either; however, pump error 63 is confirmed in the formatted history filedue to a loose connection or a cold solder joint at keypad assembly. No other unexpected audio/vibrate anomaly/absence of alarms were noted during testing.